Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. Product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01667, 0001822565-2018-01669. Product location is unknown.

Event description:
It was reported that the device was discovered fractured while reviewing trays to send into surgery. Another device was replaced in tray for the surgery. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as the product was returned and visual inspection of the returned tasp exhibits signs of repeated use ( nicked and gouged ) and is fractured on medial side of post, all pieces returned. DHR was reviewed for deviations and / or anomalies with no relevant deviations / anomalies identified. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.